Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided confirmed that the sterile packaging exhibited damage consistent with thermal damage. The device history records were reviewed and no discrepancies were identified. The root cause can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the tibial tray was opened, the sterile outer carton was identified to be warped. No adverse events were reported as a result of this malfunction.